Manufacturer narrative:
Additional information received indicated that there was no difficulty advancing the outback on the wire. It was able to cross the bifurcation. Additional maneuvers with the sheath was used. Steep bifurcate was noted. There was no kink observed after crossing the bifurcation. The cannula was able to be extended and retracted. The device was not used successfully to re-enter. The target lesion was exactly the mid/proximal sfa. Complaint conclusion: a report was received that two 120cm outback elite re-entry catheters separated but ¿not completely¿ while being used in a patient. Both devices were removed intact with no reported patient injury. The event involved a patient undergoing a percutaneous intervention of a target lesion in the right mid-proximal superficial femoral artery. This target lesion was described as a chronic total occlusion, moderately tortuous, heavily calcified and with a previously placed non-cordis stent in situ. The patient¿s vasculature was accessed via a pedal retrograde approach with a non-cordis sheath and the subintimal space at the target lesion pre-dilated with a 3mm non-cordis balloon. The site reported that the devices had been prepped according to the instructions for use (IFU) with no issues or anomalies noted with either device. The specified ports of the device were properly flushed and the cannula actuation verified as smooth on both devices prior to their introduction on the guidewire. There was no apparent damage to the devices prior to use and no issues were encountered with the guidewire they were using. Prior to loading the devices on the guidewire, the site noted that the cannulas were fully retracted into the catheters. No resistance was met when advancing either device towards the lesion. The site did indicate that some maneuvering with the sheath was done in order to advance the devices over the bifurcation that was described as steep. The catheters were not noted to be kinked after having to cross the bifurcation. When the physician was attempting to orient the lt marker at the subintimal space of the target lesion with the first device, it separated; but ¿not completely¿. This device was removed intact on the guidewire. The physician then advanced the second device and it separated (2 to 3cm from the distal end of the catheter) during the orientation of the lt marker at the subintimal space of the target lesion. This distal part of the catheter was noted to be within the non-cordis sheath so the device and the sheath were removed together to ensure complete removal of the outback catheter. The site reported that they identified the fractures fluoroscopically in both instances and that neither device kinked in the areas of separation. They further reported that the fractured parts of the catheters did not migrate within the patient. The patient is reported to be in stable condition with no reported patient injury. Product file (B)(4) (first device): one non-sterile outback elite 120cm re-entry was received coiled inside a plastic bag along with an unknown device. The nosecone was found separated at 2.5cm from the distal end of the catheter. No other anomalies were observed. Functional analysis of the cannula deployment process could not be performed because of the condition of the returned device. The separated sections of the nosecone were analyzed under the vision system and revealed evidence of elongation. The separated areas were analyzed under vision system and evidence of elongations was observed at the surrounding areas of the separation. This elongation and evidence of plastic deformation are suggestive of an application of tensile force inducing the separation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿catheter tip/distal tip - fractured-in patient¿ event for the first device was confirmed based on the results of the visual analysis. In addition, a separated condition was found on the catheter tip. The reported ¿catheter tip/distal tip - fractured-separated/in patient¿ event for the second device was confirmed based on the results of the visual analysis. However, the root cause of these events could not be conclusively determined. The results of the vision system analysis for both devices suggest evidence of the application of tensile force that induced the fracture/separation. The product IFU cautions the users that excessive calcification at the site or re-entry may impair performance. In addition, the IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, they are to determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may have contributed to the reported events. Based on the information available for review, there are vessel characteristics (calcification & steep bifurcation) and procedural factors (based on the results of the product analyses) that may have contributed to the reported events. Neither the device history record review nor the product analyses suggest that the reported events were related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of two products involved with this event in which associated manufacturer report number is 9616099-2016-00205 (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a revascularization of a chronic total occlusion to the right femoral artery (sfa), it was reported that while the physician was orienting the l and t of the outback, the device separated but not completely. Despite a pre-dilatation of the extraluminal tunnel with a 3mm balloon (armada18 from abbott). The first one could be retrieved while it was still in hold by a regalia-asahi wire. Then, the physician opened a new outback and the device separated 2 or 3cm from the distal end of the catheter. This time the distal part separated inside of the destination crossover introducer sheath. The whole introducer sheath was retrieved to ensure that everything was outside of the patient. The patient is in stable condition and there was no patient injury reported. There was no dissection due to the event. The procedure was completed successfully by a retrograde pedal puncture. The products will be returned for analysis. No anomalies were noted during the prepping of the device. The devices were prepared as specified by the instructions for use. There was no apparent damage to the devices noticed prior to use. All specified ports of the devices were properly flushed. It is unknown if the ports flushed, followed by a 30 second delay, and then flushed again. The cannula action was verified during prep on both devices. No problems were noted with the guidewire used. It is unknown if the devices were straight prior to loading. The needle/cannula fully retracted prior to insertion of the wire. The cannula actuated smoothly. A retrograde approach was made. There was no resistance met while advancing the devices over the guidewire. The devices did not kink in the area of separation. The fracture was identified under fluoroscopy while using it. There was no migration of the separated segments. It is unknown if the tip separated due to excessive torquing of the catheter. The lesion was moderately tortuous and heavy calcification. The revascularization was not to a cordis stent.